Manufacturer narrative:
A titan touch pump and two cylinders were received for evaluation. Because quality's examination of the returned components may not conclusively confirm or disprove the report of infection, quality did not perform a microscopic examination. The review of the device lot history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, quality concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time (B)(4). Exemption #e2006011.

Event description:
According to the available information, infection - scrotal at pump.